Manufacturer narrative:
Additional information noted that the door would not open correctly or all the ways, then it would not close. They removed the door covers, and visual inspection showed that the dingus had skipped a tooth on the top and bottom. They realigned the dingus, checked door alignment, and everything looked great. System check out was completed. No other issues noted with system at this time. Unit in good working order and returned to customer. There were no parts replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the gantry doors were not opening, they would move 1/4 of an inch and make clicking noises. No further details provided and there was no patient present.